Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. There is no indication of a product malfunction contributing to the inappropriate treatment and patient death, as the patient was in a non-life-sustaining rhythm prior to the treatment event. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the open resistor caused or contributed to the patient's death and inappropriate treatment, as the patient was already in a non-life-sustaining rhythm prior to the inappropriate treatment and the monitor was able to deliver a treatment pulse while in the field. The root cause for the open resistor could not be positively identified.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received an inappropriate treatment shock. It was reported that the patient was in the hospital at the time of the event. At 15:43:49 the lifevest detected an arrhythmia. The patient's rhythm was asystole with intermittent cardiac activity. At 15:44:27 the lifevest delivered a treatment shock while the patient was in asystole. Over-sensing low amplitude cardiac signal contributed to the false detection. Following the event, the patient remained in asystole until the device was shut down at 15:52:35. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in asystole, a non-shockable and non-life-sustaining rhythm, prior to the inappropriate treatment.